Event description:
The covidien ligasure precise tissues fusion open instrument ref ls1200 has a blue fused coating on the working scissor like tips. It was reported to me that for this scissor-like tissue fusion unit, when deployed the blue coating will fuse with the patient tissue and must be peeled away. When the unit is first deployed the blue coating comes away and they remove from the patient's tissue.I spoke to the resident who was on the case. It was reported that this happens all the time the first time the unit is deployed during until all the blue is off the inner portion of the scissor tips. The generator unit is being tested to ensure it is in working order. The vendor rep was notified and came on campus this morning. He reported no one has reported this situation, or as he said: "extremely rare complaints on this unit"; however it is being phased out, he said.